Manufacturer narrative:
H10: internal complaint reference (B)(4). H6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The proximal and distal anchors were returned with no suture string or the insertion device. The proximal anchor has been actuated. The distal anchor is fractured at the suture window. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified and a material certificate of analysis is required for raw material. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a knee surgery, while inserting the footprint suture anchor, the tip broke off when it was first hit by the mullet. The pieces were retrieved with a grasper. The procedure was completed using a back-up device in the originally hole and there was no void left on the patient. There was a delay less than 30 minutes and no further complications were reported.